Event description:
It was reported to philips that the system's collimator shutters were not working, and closed down to an unusable size, impacting imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.